Event description:
On (B)(6) 2012, the surgeon performed a right si joint fusion using the ifuse implants. Surgery was uncomplicated and pt had significant improvement in her si joint pain. Three weeks post-operatively, the pt started complaining of pain and numbness in her right foot. An s1 root block injection was performed which helped the foot pain for a short period of time. A CT scan showed that the 2nd and 3rd implants have broached the s1 foramen. On (B)(6) 2012, the surgeon performed a revision surgery to adjust the position of the 2nd and 3rd implants by pulling back each implant 5mm. The pt's foot symptoms have improved after the revision surgery.

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual and fmea, the root cause is improper placement of the implant.